Manufacturer narrative:
Date of event: (B)(6) 2018, date of report: 06dec2018. Troubleshooting was not performed as the customer wanted information only. The manufacturer's field service engineer (fse) provided the customer with information and notified the customer that this was likely a battery issue. The customer declined any onsite repairs. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined

Event description:
It was reported that the unit had a backup alarm failure. There was no patient involvement. The event date was not specified; estimate used.